Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the facility not properly preforming device reprocessing in accordance with the IFU could not be determined, however, the issue was likely due to the users/facility understanding differing from olympus recommendation regarding the device handling and/or reprocessing steps. The event can be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series reprocessing manual perform the leakage test. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: during pre-cleaning steps, the endoscopy support specialist (ess) observed that the pre-cleaning steps were not being performed separately in the specified order listed in reprocessing manual. Specifically, the user performed the aspiration of detergent solution, rinsing and suction all at once. The endoscopy support specialist (ess) also found when staff members were leak testing the scope, the scope was left immersed in water with only the electrical connector removed. At the end of leak testing, staff members were observed disconnecting the leak tester while the device was immersed in water. The endoscopy support specialist (ess) provided a reprocessing in-service/reprocessing training to the user facility staff. The endoscopy support specialist (ess) provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer requested an olympus endoscopy support specialist to observe their staff during reprocessing of the evis exera iii colonovideoscope. An olympus endoscopy support specialist (ess) observed the handling of devices in procedure rooms and reprocessing of devices in the reprocessing area. The ess reported observing staff not performing correct steps during pre-cleaning steps. There were no reports of patient harm or impact associated with this event.